Manufacturer narrative:
The account found the upper control board was causing the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the upper control board to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the bed has no nurse call functions. The bed was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).